Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in d3. The correct MFR number is 3008452825.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported heart block.

Manufacturer narrative:
Corrected data: d4, g1, g3, h6, h11 the health effect - impact code was updated to 4624 - surgical intervention as the patient needed a permanent pacemaker. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
During a supraventricular tachycardia procedure, on a septal pathway from the left atrium, a heart block occurred during rf ablation, resulting in the need of a permanent pacemaker. After an ep study and catheter placement, it was confirmed that this patient had orthodromic avrt utilizing an accessory pathway. The his cloud was marked on the right atrial septum and then transeptal puncture followed, as the eps suggested a left sided pathway. Using an ablation catheter, the accessory pathway was mapped, by mapping the earliest atrial activation during ventricular pacing. Va eccentric conduction was noted and observed during ablation. Ventricular pacing continued and va conduction stayed intact. The his cloud previously marked stayed visualized during ablation. After multiple attempts to ablate the pathway, and several maps showing early atrial activation and ventricular fusion at the ablation location, posterior septum, the va conduction stayed intact. After turning off ventricular pacing, antegrade complete heart block was noted. After waiting several minutes to see if av conduction would return, it was determined that a permanent pacemaker would be needed on this patient. The ablation catheter was removed from the left atrium and more geometry was collected in the right atrium to better observe location of lesions in the left atrium compared to the right atrium and previous his cloud. A permanent pacemaker was then placed. There were no alleged performance issues with the ablation catheter. The physician alleges that the heart block was due to ablation of the av node from the left atrial septum.